Event description:
Per the phone call with the rep: somewhere between the 8th-11th pass a piece of metal shard ended up in the cup, not sure if it was part of the stylet or the needle. Metal piece will be sent back with the return. The following information has been received via phone call on 26jan2023. 1. Did any unintended section of the device remain inside the patient¿s body? No - chest xray was done post procedure and there was no evidence of anything left in the patient's body. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a. The following information has been received via phone call on 26jan2023. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? Unknown. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. If the lungs, which lymph node was being targeted? L11. Please describe the size of the intended target site. Unknown. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. What is the scope manufacturer and model number that was used? Olympus. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No - post procedure no leak in scope. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Advancement of the sylet into the needle for the specimen was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Flexed. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? 8-11. Did any section of the device detach inside the patient? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Yes.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of device being returned and evaluated on 02-mar-23.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1990591 of echo-hd-22-ebus-o-c was returned opened not in its original packaging. Lab evaluation: the broken needle tip was returned separately to the device. A proximal kink below the sheath extender was also observed. Through the investigation it was established that the proximal kink which were observed during the lab evaluation most likely came about as a result of the transport returns process. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1990591 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1990591. The notes section of the instructions for use, ifu0109-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-7) root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed position as indicated in the additional information which could have caused the distal end of the needle to break. Another possible root cause could be attributed to the needle tip hitting the cartilage rings of the trachea as per additional information leading to the distal tip of the needle to break. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was found in the cup when advancing the stylet into the needle for the specimen. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20apr2023.